Manufacturer narrative:
It was reported that the fowler could still remain locked in position and could hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the lever to raise and lower the head end was not working correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the lever to raise and lower the head end was not working correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.